Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that she was experiencing high blood glucose levels. Customer's blood glucose reading was 500+ mg/dl. Customer stated that her high blood glucose may have been due to stress or the blood thinners that she takes. Troubleshooting was not done at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not being returned or replaced.